Event description:
It was reported that the device could not be interrogated with rf telemetry. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.